Event description:
This report is regarding the cincinnati sub zero hemotherm 400ce. This device was in the process of being moved from one lower floor to a higher floor. During the process of this device being rolled onto an elevator, a caster fell into the threshold nearly causing injury to the employee. It then had to be lifted partially out of the gap in order to roll onto the elevator. After the incident the device was off balance due to a caster not being fully upright. Upon inspection by the biomedical department, it was observed that the perimeter frame and corner bracket at the site of damage was bent. The frame near another caster was slightly bent. The perimeter assembly is made up of very thin sheet metal and corner brackets as well. However, ther caster brackets are made up of higher gauge metal than the overall frame itself. The casters are also recessed from the outer edges causing the device to be more likely to tilt when encountering obstacles. We received an email from the manufacturer admitting that it's possible the device can encounter some damage during freight elevator transport. The device is under warranty however, they will not stand behind the warranty in making repairs. The manufacture recommended bending the frame back to its original condition, however there's concern it would further weaken the frame and increase the likelihood of similar future occurrences.